Event description:
Customer reportedly received the following readings on two different meters within 10 minutes: 118 mg/dl (aviva system 1) and 267 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for the aviva system 2.